Manufacturer narrative:
Unit alarmed constantly alarmed spi to motor pi communication error followed by unexpected off power alarms, problem isolated to I/b. Unable to verify alarm unable to exit training mode due to bad battery or battery out limit alarms due to spi to motor pi communication alarms. No cosmetic damage noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that insulin pump alarmed spi to motor pi communication error and kept shutting off due to battery issue. It was found in the alarm history that customer had four alarms of spi to motor pi communication error. Customer's blood glucose was 187 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.